Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device gave a double beep no cassette. There was also lens damage. This occurred during testing; there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: the device was returned. Power up could not be performed, due to continuous alarm at device start-up. Replaced the device's scratched screen. Replaced the downstream sensor. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Corrected data: the model number was not documented in the initial report.